Manufacturer narrative:
Block b3: exact date unknown, event occurred 1 to 2 weeks after implant from the date manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pocket site soreness due to the implantable pulse generator (ipg) moving. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. No device malfunction suspected. No product implanted or explanted.